Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the attempted right ventricular (rv) lead continued to dislodge when the stylet was pulled out. The lead was removed and replaced. No patient complications have been reported as a result of this event.